Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2016-00850. It was reported the patient ((B)(6)) experienced ineffective stimulation along with overstimulation. System diagnostics determined high impedances. Subsequently, the leads were explanted and replaced. Reportedly, effective therapy was restored postoperatively. The patient received two leads with a same lot # 3689110.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-00850. Further follow up received clarified only two scs leads were connected to the scs ipg. Further, lot numbers for the alleged leads are unknown at this time. Additionally, overstimulation resolved through lead revision surgery.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00850.